Manufacturer narrative:
H6. Type of investigation updated to 4114.

Manufacturer narrative:
Per initial investigation there was temporary transient noise and physiological lag observed for the shared examples. The following sensor readings were in good agreement with the blood glucose measurements. The overall system was functioning within accepted parameters. The RMA was issued by customer care due to user experience and the RMA was not received. Therefore, no further investigation was performed.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings resulting in sensor removal.